Manufacturer narrative:
(B)(4). Concomitant products: kit xbb44b (lot m4ja5u). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify what was meant by ¿the staple line was not formed¿? Were any staples deployed into tissue? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? How long was the procedure prolonged (minutes, hours)? Was there any patient consequence as a result of the procedure being prolonged?

Event description:
The device made the cut but the staple line was not formed. A new device with a new reload of the same code, was requested, and the surgery went well thereafter, there was tissue available for a new shot. Besides the increased time of surgery, there were no additional damages to the patient reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: m55d3c. Investigation summary: the analysis found that one ats45 device was returned with no apparent damage with a tr45w cartridge loaded in the device. The reload was received with the left side fully fired, right side inner row fully fired and the right two outer rows partially fired 1/10. Upon evaluation of the reload, the right wedge sled was noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the damage to the cartridge, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process